Event description:
It was reported by the patient that they felt a vibrating sensation in the chest. Follow-up information from the clinic indicates that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. Vectors were changed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.